Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. When manipulating the catheter, it became caught in the chordae tendinea. After an extended time, the catheter was released through catheter manipulation and adenosine medication. There was no additional intervention such as surgery needed. Patient had no injury or further intervention. The bwi product analysis lab received the device for evaluation on 27-aug-2024. The device evaluation was completed on 28-aug-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, deflection and outer diameter (od) test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. An outer diameter test was performed and measurements are within specifications. Finally, the device was introduced to a good sample of a vizigo sheath and no issue was found. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The entrapment issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. When manipulating the catheter, it became caught in the chordae tendinea. After an extended time, the catheter was released through catheter manipulation and adenosine medication. There was no additional intervention such as surgery needed. Patient had no injury or further intervention. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).